Event description:
On (B)(6) 2016, the patient presented with an abdominal aortic aneurysm (diameter 58mm), that was treated with the implantation of gore® excluder® aaa endoprostheses. The maximum diameter of a right common iliac artery aneurysm was 40mm. The patient tolerated the initial procedure. From (B)(6) 2019 to (B)(6) 2021, the maximum diameter of the aortic aneurysm/lesion increased in size from 64mm to 81mm. The right common iliac artery aneurysm was 42mm on (B)(6) 2020. Reportedly, on (B)(6) 2021, a type ii endoleak and a distal type I endoleak were determined. On (B)(6) 2021, the patient underwent endovascular procedure using an additional aortic endograft. According to the information provided, the event was related to an aortic branch vessel device or procedure. It was reported that on (B)(6) 2021, the device was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated b4/h6.

Event description:
It was reported that on (B)(6), 2016, the patient presented with an abdominal aortic aneurysm (diameter 58 mm), and a right common iliac artery aneurysm (diameter 40 mm) that was successfully treated with the implantation of gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). From (B)(6), 2019 to (B)(6), 2021, the maximum diameter of the aortic aneurysm/lesion increased in size from 64 mm to 81 mm and the right common iliac artery aneurysm increased to 42 mm on (B)(6), 2020. Reportedly, on (B)(6), 2021, a type ii endoleak (mpdcase-(B)(4)) and a distal type I endoleak on the patients right were identified (mpdcase-(B)(4)). On (B)(6), 2021, the distal type I endoleak was treated with embolization of the internal iliac artery. On (B)(6), 2021, the devices have been explanted due to continuous aneurysm enlargement caused by the type ii endoleak. The distal anastomosis of the bypass has been performed on the iliac endoprosthesis. The patient tolerated the procedure.

Manufacturer narrative:
Updated b1.